Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to defective cable unit which leads to a color malfunction: olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope when connected to the system, the screen turns green and cannot be used normally. The issue was found during a therapeutic laparoscopic low anterior resection. The procedure was completed with another device and was delayed by 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image failure (green) due to cable failure (when connected to the system, the screen turns green and cannot be used properly), broken light guide bundle, outer tube dent and video connector cable cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.